Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead from another manufacturer had an out of range pace impedance measurement. Myopotential noise oversensing was also observed. Later, the right ventricular (rv) lead from another manufacturer also had an out of range pace impedance measurement, that was greater than 2000 ohms. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.